Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens could not advance due to a crack in the cartridge. There was no patient injury. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the cartridge and the qualified associated lens were returned separately. The opened cartridge and lens pouches were returned in the lens carton. Only a small amount of viscoelastic was observed inside the cartridge. The tip has stress lines in varying amounts that begin prior to the parting line. An aneurysm has formed along the bottom right side of the tip and extends to the tip exit. This aneurysm has split/cracked mid-way of the tip. The cartridge shows evidence of being placed into a handpiece. The associated lens was returned positioned incorrectly in a lens case. Solution was dried on the lens. Both haptics have areas that are scraped on the gusset and distal edges. The optic has scratches and a linear row of split/cracked damage. The cartridge and iol product history records were reviewed and the documentation indicated the product met release criteria. The handpiece and viscoelastic information was not provided. It is unknown if qualified products were used. The reported cartridge damage was observed. The lens was not returned inside the cartridge, but was returned in the lens case. Lens damage was observed. The root cause for the observed cartridge and lens damage may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. The manufacturer internal reference number is: (B)(4).